Manufacturer narrative:
(B)(4). The device was returned and evaluated. (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. However, the cause could not be determined. If additional relevant information is received, a follow-up report will be sent.

Event description:
During evaluation of a returned homechoice device, a high drain error 110 alarm was identified in the log. The alarm occurred on (B)(6) 2013, during night drain ten. No additional information is available.